Event description:
It was reported that this device began exhibiting a gradually increasing out-of-range shock impedance measurement trend (>125 ohms). Boston scientific technical services was contacted for recommendations and a response has not yet been received. At this time, the system remains implanted and no adverse patient effects were reported. Additional information has been requested regarding the specific healthcare facility information.